Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product (vicryl suture) involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product involved? Citation: orbit 2019, vol. 38, no. 1, 7¿12; doi: https://doi.org/10.1080/01676830.2018.1446538 - (B)(4).

Event description:
It was reported via journal article: "title: surgical correction of involutional lower lid entropion with lateral canthal eyelid block excision and imbrication of the capsulopalpebral ligament using non-buried non-resorbable imbricating sutures versus buried resorbable imbricating sutures." Author/s: nathalie n.j. Lai a fat, dion paridaens & willem a. Van den bosch citation: orbit 2019, vol. 38, no. 1, 7¿12; doi: https://doi.org/10.1080/01676830.2018.1446538. The purpose of this retrospective study was to compare the results of surgical correction of involutional lower eyelid entropion using either buried resorbable imbricating sutures or non-buried non-resorbable sutures that were removed after five to seven days. Between january 2011 and december 2014, 281 eyelids of 240 patients were included in the study. Of the 281 eyelids, imbrication of the lower eyelid retractors had been performed with non-burried non resorbable sutures in 192 cases ¿ nr group (mean age=74.0 ± 9.0 years) and with buried resorbable sutures in 89 cases ¿ r group (mean age=76.9 ± 10.6 years). During the procedure, the stump of the shortened tarsal plate is then sutured to the unshortened stump of the lateral canthal ligament with the two vicryl 5-0 sutures (ethicon). In the buried technique, vicryl 5-0 was used for imbricating sutures. The suture knot was buried, and the skin wound was closed with running 6-0 rapidly resorbing vicryl sutures (ethicon). Reported complications in nr group included wound dehiscence (n=1) necessitating secondary closure; wound infection (n=5); painful granuloma (n=1); and other minor complications comprised of chronic inflammation, non-painful granuloma, bleeding, exposure of a vicryl suture which was trimmed down, painful periocular swelling and corneal erosion (n=6). Reported complications in r group included wound infection (n=1); painful granuloma (n=1); and other minor complications comprised of chronic inflammation, non-painful granuloma, bleeding, exposure of a vicryl suture which was trimmed down, painful periocular swelling and corneal erosion (n=2). In conclusion, the study results showed that, to imbricate the capsulo-palpebral ligament, buried resorbable sutures are likely to be equally effective as non-buried non-resorbable sutures. Furthermore, lower eyelid tightening may be performed effectively by excising a full thickness block in the lateral canthal angle and then the stump of the shortened tarsal plate is sutured to the stump of the unshortened lateral canthal ligament.